Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site (abdomen). As treatment for hyperglycemia, a new pod was applied and water was consumed.